Manufacturer narrative:
On august 18, 2025, novocure received additional information indicating that the patient had been admitted to the hospital on (B)(6) 2025, presenting with fever, erythema, and a burning sensation around the surgical resection scar on the left side of the scalp. An MRI confirmed the presence of both a skin abscess and an intracranial abscess. On (B)(6) 2025, surgical intervention was performed to remove the abscess and the affected portion of the skull. The patient was treated with antibiotics (rifampicin and trimethoprim/sulfamethoxazole) and antipyretics (acetaminophen and loxoprofen). By (B)(6) 2025, the patient's condition had improved, and they were discharged from the hospital. The physician assessed that the infection was possibly related to the use of the device, due to associated skin damage. As of (B)(6) 2025, the patient was reportedly fully recovered. Novocure medical opinion is that the contribution of the transducer arrays to the skin abscess cannot be ruled out. The intracranial abscess was not related to optune gio use. Abscess is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin infection which required medical intervention cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 51-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed that the patient developed erythema (eczema) on the scalp. An unspecified treatment was administered, and optune gio therapy was temporarily discontinued. On the following day, the patient presented to the cancer center with a fever of (38°c). Unspecified antibiotics and antipyretics were prescribed, and the patient was advised to follow up with a physician the next day. On (B)(6) 2025, the patient was evaluated by the attending physician and reported a fever of (39°c), along with erythema and a burning sensation around the surgical resection scar on the left side of the scalp. There were no signs of wound dehiscence or wound drainage. Magnetic resonance imaging (MRI) revealed no evidence of intracranial abnormalities. The patient was subsequently hospitalized with a presumptive diagnosis of cellulitis or herpes zoster (shingles). Attempts were made to contact the prescribing physician, although no further information was received.

Manufacturer narrative:
On august 4, 2025, novocure received additional information indicating that around (B)(6) 2025, the patient was diagnosed with an infection located between the scalp and skull bone, which necessitated surgical removal of the affected portion of the skull. The patient was discharged home on (B)(6) 2025. Novocure medical opinion is that the contribution of the array placement to the osteomyelitis which required surgical intervention cannot be ruled out. Osteomyelitis was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 17 reports of osteomyelitis in the commercial program to date, and two cases reported as related to device use.